Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed inaccurate readings during setup. No error messages were reported, and there were no reports of patient injury or adverse clinical outcomes. Investigation summary: the reported inaccurate readings could not be duplicated during evaluation, and the unit passed all functional tests. No physical damage, software issues, or operational failures were identified. Therefore, the cause of the reported issue is undetermined or not reproducible under test conditions. A significant trend was not observed, and education was provided to mitigate future user error occurrences. Trending for similar issues and devices will continue to be monitored by nihon kohden. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed inaccurate readings during setup. No patient harm was reported.